Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) exhibited high out-of-range pacing impedance measurements on this non-boston scientific right ventricular (rv) lead and the left ventricular (lv) lead. The crt-p triggered a lead safety switch to unipolar mode. It was suspected to be caused by a spring contact issue. Additionally, muscle stimulation was determined. Reprogramming efforts were performed and no additional adverse patient effects were reported. At this time, this product remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).